Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from the user facility, there was the possibility that this phenomenon was attributed to the contact failure of the electrical contacts of the video connector socket due to the breakage, corrosion, foreign object adhesion, etc. On the video connector socket, which might be caused by the user handling. There was the possibility that the images could be visible temporarily due to the removal of the foreign object or the corrosion by the shaking of the connector. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing for an unspecified procedure with the subject device, the endoscopic image of the subject device was not displayed. The user wiped the board of the subject device and cycled the power of the subject device, but the image still had failure. Then, the user shook the connector, the image issue was resolved. There was no report of patient injury associated with this event.